Event description:
It was reported to philips that the rotary knob was defective. Patient involvement information is currently unknown, but no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the rotary knob was defective. Device was in clinical use at time of event. However, no patient harm reported. There was no adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Correction: the field service engineer assessed the device on-site. It was found that rotary knob and power switch were found defective. Therapy select knob and power switch were replaced and the device returns to normal service. The device remains at the customer side, and no additional evaluation is necessary at the moment. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction therapy select knob and power switch. The reported problem was confirmed. Based on the information available and the testing conducted, the reported problem was confirmed, and determined to be due to a therapy select knob and power switch failure. The root cause of which could not be determined. The issue was resolved by replacement of therapy select knob and power switch. The product is back in service per manufacturer's specifications. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the device efficia dfm 100, noting that the rotary knob was defective. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.